Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Complaint name: (B)(6).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint asr revision bi-lateral, asr xl acetabular system (left), see dint 20042 for right hip, reason(s) for revision: pain, update - 14 september 2011 - revision due to pain. Update: date of revision added, crawford update spreadsheet dated 28th oct 2011.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 18312. Reason for original complaint asr revision bi-lateral asr xl acetabular system (left), see dint 20042 for right hip reason(s) for revision: pain update - (B)(6) 2011 - revision due to pain. Update: date of revision added, crawford update spreadsheet dated (B)(6) 2011. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.